Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the imaging system was used in a later procedure on the same day without fault in any image acquisitions performed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform a confirmation image acquisition at the conclusion of the procedure. It was reported that the first 3d image acquisition was performed successfully at the beginning of the procedure. The surgeon then elected to complete the procedure without performing a confirmation image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.